Manufacturer narrative:
(B)(4). The returned closure top was examined. A portion of the thread was found to be fractured in a manner consistent with installation. The cause of the fracture as well as determining if this closure top is the one that migrated post-operatively cannot be conclusively determined. A review of the manufacturing records did not indicate any manufacturing issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage and post-operative instructions.

Event description:
It was reported that a revision surgery was performed to address post-operative closure top migration. Although only one closure top was reported to have migrated, all returned closure tops were evaluated; one was found to have abnormal locking witness marks and another had a fractured thread. It is unknown which of these closure tops migrated. This is report two of two for this event.